Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the blood tubing set leaked where the y tubing enters into the drip chamber in the infusion center.